Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction where full height drawer was failed frequently and it was unable to recover. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's full-height drawer had failed frequently and had been unable to recover. The field service engineer (fse) had inspected the device and found that the solenoid had been loose and able to wiggle. The fse had adjusted the brackets and tightened the solenoid screws. The issue had been resolved after the fse replaced the damaged retractor band and slide rails with a new one and verified functionality. The system functioned as intended after the field service engineer repaired the device.